Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2006 due to infection. During the procedure, cables and sleeves were implanted. It was further reported that patient underwent a reimplantation procedure on (B)(6) 2006. A review of the invoice history confirmed the surgery dates and which components were removed and replaced. Additionally, radiographs revealed loosening of the acetabular cup.